Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The issue resolved on its own, and the pump began charging again using the tandem wall adapter and charging cable.